Event description:
A hospital in (B)(6) reported that there was an occlusion of an 70mm infant nasal tubing during patient use. It was reported that the patient's blood gas analysis was "poor", but blood gases improved after the hospital staff undid the kink. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The nasal tubing provides a nasal interface with a lightweight, flexible extension which attaches to the inspiratory and expiratory circuits and provides a stable prong connection while allowing the patient's head to move freely. Method: the bc181 device and other bubble CPAP components were returned to fisher & paykel healthcare (B)(4). The returned bc181 device and photographs provided by the hospital were visually inspected. Results: the returned bc181 device was not the complaint device as there was no evidence of occlusion or damage found similar to the provided photographs. A lot check could not be performed as no lot number was provided. The fph field representative confirmed that the manufacturing date of the complaint device was october 2011. Conclusion: based on the provided photographs, it is possible that the tubing may have been inadvertently pulled by directly holding the flexitube. Our user instructions state: "use caution when positioning the infant interface. Sharp edges and/or abrasive surfaces may damage the product." A caution insert to remind the user to take extra care while handling the flexitrunk was included in the packaging and this addition was in effect starting from 18 april 2011.